Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro ring that slides down the inside of the vein has popped off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring that slides down the inside of the vein has popped off and nothing fell into the patient . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). This follow up record was created with reference to the previous follow up emdr # (B)(4) to explain why the g4 was dated jul 15, 2020, when the product was returned on 4-14-2020. Product was returned on 14 apr 2020 per documentation and was processed under incorrect complaint record. Then eventually identified as belonging to the product complaint confirmation with acct, which was on 15jul2020. It was then identified as returned on 15 jul 2020, which is the date that will be used for the new information aware date for the follow-up MDR initiated (tw# (B)(4)).

Manufacturer narrative:
Corrected section: h3 device evaluation code - changed to device discarded. Trackwise #: (B)(4). A lot history record review was completed for lots 25149512 and 25149281 the last 2 lots shipped to the account prior to the event date. There were no ncmr's which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro ring that slides down the inside of the vein has popped off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring that slides down the inside of the vein has popped off and nothing fell into the patient . A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 04/14/2020. An investigation was conducted on 07/15/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula and the harvesting device. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. The heater wire on the harvesting device was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "break-c-ring¿ was confirmed as well as for the analyzed failure "material twisted/bent wire".